Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization) and paraesthesia ("paraesthesia"). At the time of the report, the abdominal pain and paraesthesia outcome was unknown. The reporter considered abdominal pain and paraesthesia to be related to essure. The reporter commented: on sick leave for 3 months. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.